Event description:
Technical error code high pressure alarm. Third party service identifies experatory pressure transducer replaced. No pt involvment or injury. Report generated from service report screening.